Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after a cryoablation procedure, the patient experienced dyspnea at rest and was admitted to the emergency department. A transthoracic echocardiogram was performed and confirmed mild pericardial effusion. The condition resolved without sequelae. No further patient complications have been reported as a result of this event. The patient was a part of the cryo af global registry.